Manufacturer narrative:
This complaint is still in investigation.

Event description:
Reason for revision: stem loosening.

Manufacturer narrative:
Examination of the reported devices was not possible as they were not returned. The report states depuy femoral head, sleeve, and stem were used in conjunction with a competitors acetabular system. This use of a depuy device is not recommended and considered off label use. A search of the complaints databases finds no other reports against the product and lot code combinations since their release to distribution. Review of device history records finds no related manufacturing deviations or anomalies that would have contributed to the reported event. No additional event information or investigational inputs were provided to customer quality. The investigation can draw no conclusion regarding the reported event with the information available.